Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Performance data was collected from the device and analyzed. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with dizziness. The implantable pulse generator (ipg) could not be interrogated. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.